Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the implantable pulse generator (ipg) caused pain to patient. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.